Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of high blood glucose readings and occlusion from the insulin pump. The customer's blood glucose reading was 470 mg/dl. The customer treated with manual injections. The customer stated that when they gave a bolus it did not work. The customer stated that the tubing looked occluded as if it was bent. The customer was unable to troubleshoot during the time of call.